Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues with the equipment. In addition, the fss performed a quarterly preventative maintenance (pm). The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing. A brief description from the surgery center indicated the suction loss occurred during the raster pass with 5 seconds remaining and the surgeon elected to abort the procedure. The patient will be rescheduled for laser treatment to proceed with the surface ablation. In addition, there was no patient injury reported and no loss of best corrected visual acuity.